Event description:
The user facility reported during an impella rp implant procedure to a patient who was post-operative cardiothoracic surgery, the tip of the 23 french x 30 centimeter dilator was noted to be torn/damaged and was unable to use for advancement of the peel away sheath into the body. The decision was made to use a dilator and sheath from the impella rp flex. The outcome of the procedure was noted as aborted. However, it is unknown what actions were taken to treat the patient as well as the patient's outcome following the event. There was no report or indication of any adverse effects to the patient.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of introducer damage ¿ mechanical has been completed. The cause of the introducer damage was not determined since product/images were not returned and insufficient clinical details were provided.